Manufacturer narrative:
Additional info: visual review confirms ~15mm of tip is broken off and not returned for analysis. Optical examination of the fracture surface identified a fairly flat fracture surface with river lines consistent with bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat scoliosis. It was reported that the tip of the probe broke off during use. The tip could not be removed from the patient. No additional patient complications were reported.